Event description:
Per the audiologist's report, the patient has never been satisfied with his performance with the cochlear implant system. He periodically claims that he does not hear anything, but also complains when his sound processor has malfunctioned. The audiologist is confident he does hear with the device. The results of an integrity test done in 2007 were consistent with normal device function. The device was explanted five months later and the patient was reimplanted with a new device on the same day.

Manufacturer narrative:
.